Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the silicone segment separated from the upper blue fitment when the nurse removed the tubing from the lvp during patient use and leaked all over the pump and the floor. The nurse indicates that she did not remove the tubing roughly or pull on the tubing in a manner to have caused the separation. There was no report of patient harm.

Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of a silicone segment separation from the upper fitment was confirmed. Visual inspection showed that the set was separated between the silicone segment tubing and the upper fitment. The expected retainer ring for this engagement was not received; however, there was evidence of a retainer ring indentation along the separated silicone segment tubing end. The retainer ring indentation does not appear to be misaligned along the silicone segment tubing. Functional testing was not performed due to the obvious separation. The root cause of the separation was not identified.